Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced a feeling of heaviness in her legs that progressively became more severe. Computed tomography (CT) scan and x-ray imaging taken in the field revealed no anomalies, and the patient was advised to decrease the stimulation settings when feelings of heaviness in the lower extremities were to occur. Two days later, the patient experienced severe left lower extremity pain and worsening bilateral leg and hand swelling following a flight. The patient was admitted to the hospital and prescribed medication.